Event description:
It was reported that during an afib ablation, the physician checked the catheter and saw a char at the catheter tip. During the ablation the baseline impedance was 190 ohm and the where some impedance rise with stockert cutoff. The cool flow setting was 30 watt/ 15 ml per min. The procedure was completed without any patient consequence. Multiple attempts were done to request for further details of this event. However, no additional information has been provided.

Manufacturer narrative:
Additional information was received which was stated, the generator setting was temperature control mode and the ablation delivered at the same site was approximately 60 seconds. The physician did not consider that the char is excessive. (B)(4) it was reported that the physician checked the catheter and saw char at the catheter tip. During the ablation baseline impedance was 190 ohms and there were some impedance rise with stockert cut-off. The returned device was visually inspected upon receipt and char was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the catheter met manufacturing specifications.

Manufacturer narrative:
(B)(4).